Event description:
--

Manufacturer narrative:
The device was returned and detailed analysis is pending.

Event description:
--

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted. The elective replacement indicator (eri) was reached due to reported excessive charge times. This device is included in the renewal 3 & 4 microswitch population (6/23/2005). No adverse patient effects were reported.

Manufacturer narrative:
A return request was made for this device. Should additional information become available, this event will be udpated.